Event description:
It was reported that the patient's seizures have worsened, and his overall mood has worsened. No known surgery has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event and d6b. If explanted, give date; corrected information; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
Patients device was explanted.

Event description:
In formation received that the seizures are below pre-vns baseline, worsening mood due to medication change, seizures due to the vns being at lower settings following surgery. Diagnostics were ok.